Event description:
During an unrelated procedure, communication with the pacemaker was slow. The device was programmed to temporarily pace at 170 bpm for the unrelated procedure. It was observed it took about thirty seconds before the device started to pace at 170 bpm after programming it with the programmer due to the slow communication. Upon completion of the unrelated procedure, the higher temporary pacing was cancelled but it took about thirty seconds before the device stopped pacing at 170 bpm due to the slow communication. During the procedure, it was noted the patient had an aortic rupture with unknown cause. No further intervention was performed. The patient remained in the hospital following the procedure for monitoring. The patient was not symptomatic while the device paced at 170 bpm. Abbott technical support was contacted and revealed the device was in telemetry lockout mode and no malfunction is suspected. Following the procedure the patient was in stable condition.